Event description:
I was brushing my teeth with my two-month-old crest spinbrush at 11:30 am on (B)(6), 2011. A piece of the top part just broke off in my mouth, without me biting down on it or anything. This is absolutely unsafe; a child could swallow and choke on this. The brush head (where the piece fell off) is stamped as (B)(4). The actual brush is (B)(4). This specific brush head came in the package with the brush.